Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were strange susceptibility results. A bd field service engineer (fse) was dispatched to the customer site. The fse reviewed the instruments¿ overall condition and optical systems and found no abnormalities. The instrument was found to be in working order. It was noted that the customer was concerned about misidentification of cldm for s. Agalactiae, quinolones for enterobacteria, mino, and enterobacteria. It was explained that the characteristics of phoenix are related to cldm for s. Agalactiae, and the breakpoint for quinolones for enterobacteria is lowered from 34ed. As no issues were found with the instrument and it is operating as intended, this is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted questionable breakpoints for quinolones for enterobacteria, clindamycin for s. Agalactiae (group b streptococcus or gbs) and minocycline (mino) for enterobacteriaceae. The user also noted performing repeat testing to verify final results. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted questionable breakpoints for quinolones for enterobacteria, clindamycin for s. Agalactiae (group b streptococcus or gbs) and minocycline (mino) for enterobacteriaceae. The user also noted performing repeat testing to verify final results. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.